Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, brown particles, weight to the spec. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage.

Event description:
Patient reported "feeling something wrong with her implants," ¿pain¿, ¿pressure pain¿, ¿pain when touched¿, ¿breasts become hot¿ and ¿breasts become rock hard¿. Doctor reported capsular contracture, baker grade iii and rupture. This record relates to the right side. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "feeling something wrong with her implants," ¿pain¿, ¿pressure pain¿, ¿pain when touched¿, ¿breasts become hot¿ and ¿breasts become rock hard¿. Doctor reported capsular contracture, baker grade iii and rupture. This record relates to the right side. Device has been explanted.